Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An orthoptist reported high voltage energy errors during start up and during treatment. There was no patient harm reported. Surgery was completed. Upon follow up, energy errors were resettable. Energy calibration was performed each time before it would allow proceeding. Upon additional follow up, system was checked and high voltage errors were rectified. Number of optics were replaced. Surgeon reported patient is very happy with the outcome. Post-operative results were all positive. There are five related reports for this site. This report addresses procedure five.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Technical review shows that during onsite visit, the field service engineer (fse) found high voltage on fresh gas. The fse replaced optics parts(homogeniser, beam splitter and 45 degree deflector). The system meets company specs per service test procedure. The root cause is the worn optic parts which is a natural wear as the last preventive maintenance has already passed over six months. The manufacturer internal reference number is: (B)(4).